Event description:
It was reported to philips that the image quality was very noisy, which caused the procedure to be stopped. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.